Event description:
It was reported that the surgeon noticed that the stainless steel pins in the 3.5mm coupler were bent when it was handed to him already loaded into the winged jaw assembly. A different 3.5mm coupler was used instead and there was no problem completing that anastomosis.

Manufacturer narrative:
The 3.5mm coupler device (rings and winged jaw assembly) involved in the incident was returned for evaluation. One (1) of the two (2) rings was visually acceptable with no defects observed. The other ring had bent pins on the ring and would not have been functional. No functional testing was performed with the returned rings, as one ring was deformed. The wing jaw assembly was tested, met specification and functioned properly. According to the device history record, the devices met specifications prior to market release. One hundred % function alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.